Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display was dim with lines throughout. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked at the threads. The display was dim, faded, and discolored with persistent horizontal lines throughout. The cartridge and battery caps were not returned, so a test battery cap was used to verify the steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).